Event description:
During the procedure, the cypher select+ balloon ruptured at 8atms. The target lesion was located in the mid left anterior descending branch. The lesion was an in-stent restenosis of a 3.5x15mm vision stent. The lesion was described as 99% stenosed with heavy calcified. The reference vessel was highly tortuous. The lesion was pre-dilated with a hiryu balloon catheter at 8atms; however, the balloon ruptured. The lesion was then pre-dilated with a powered lacrosse balloon catheter at 16atms. A 3.5x18mm cypher select+ was delivered to the target lesion and inflated at 8atms when it ruptured. The balloon rupture was confirmed by decreasing the pressure of the everest inflation device and contrast medium leakage under coronary arteriography. The cypher select+ stent delivery system was retrieved from the patient and powered lacrosse balloon catheter was used to further post-dilate the cypher select+ stent. The powered lacrosse balloon ruptured; therefore, post-dilation was successfully completed with a nc sprinter balloon catheter at 16atms. There was no patient injury and the product will be returned for analysis. The physician did not indicate any anomalies prior to use. The device prepped normally. An unknown contrast media was used. The contrast to saline ratio was 1:1. The maximum inflation pressure was 8atms. The same indeflator was successfully used with other devices. There was no difficulty advancing the balloon through the vessel. Soon after the pressure was applied, the balloon ruptured. The balloon re-wrapped properly and was removed from the patient intact (in one piece).

Manufacturer narrative:
During a pci, the balloon of a cypher stent delivery system ruptured below nominal pressure. The target lesion was located in the mid left anterior descending branch. The lesion was an in-stent restenosis of a 3.5x15mm vision stent. The lesion was described as 99% stenosed and heavily calcified. The reference vessel was highly tortuous. The lesion was pre-dilated with a hiryu balloon catheter at 8atms; however, the balloon ruptured. The lesion was then pre-dilated with a powered lacrosse balloon catheter at 16atms. A 3.5x18mm cypher select+ was delivered to the target lesion and inflated at 8atms when it ruptured. The balloon rupture was confirmed by decreasing the pressure of the everest inflation device and contrast medium leakage under fluoroscopy. The cypher select+ stent delivery system was retrieved from the patient and powered lacrosse balloon catheter was used to further post-dilate the cypher select+ stent. The powered lacrosse balloon ruptured; therefore, post-dilation was successfully completed with an nc sprinter balloon catheter at 16atms. There was no patient injury and the product was returned for analysis. The physician did not indicate any anomalies prior to use. The device prepped normally. An unknown contrast media was used. The contrast to saline ratio was 1:1. The same indeflator was successfully used with other devices. There was no difficulty advancing the balloon through the vessel. The balloon re-wrapped properly and was removed from the patient intact (in one piece). One non-sterile unit 3.50 x 18mm cypher select + (B)(4) was received coiled inside a plastic bag. Residues of inflation medium were observed in the inflation lumen. The stent was not received and the balloon was already inflated. No more anomalies were found. Pressurized water was injected to the received unit and no leakage or burst was observed. The balloon could be inflated without any difficulty and pressure maintained. No anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure by the costumer was not confirmed since no anomalies were found during analysis. The failure reported by the customer does not appear to be related to the manufacturing process and no corrective actions will be taken at this time. However, there are possible vessel characteristics, specifically the heavy calcification that may have contributed to the event experienced by the customer.

Manufacturer narrative:
This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. It is also available for evaluation, but has not yet been returned. Concomitant devices included everest inflation device, tgv guide wire, hiryu balloon catheter, powered lacrosse balloon catheter, nc sprinter balloon catheter, and goodman's sheath. Additional information will be submitted within 30 days from receipt.